Event description:
The customer stated that he was treated by the paramedics due to low blood glucose levels. The reported blood glucose reading at the time of the call was 294 mg/dl. The customer stated that he treats his blood glucose levels based on the sensor readings. Advised the customer to always check his blood glucose levels prior to treating. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.